Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was found out of specification in relation to the system error 105. The evaluation confirmed but did not reproduce the system error. The reported symptom was observed during power up and was caused by failed motor mount screws. The failed motor mount screws were replaced as part of the motor assembly.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.